Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user had ten (10) tubes with caps that could not be opened and were difficult to remove. There was no report of user or patient impact.

Manufacturer narrative:
E.1: initial reporter addr 1: (B)(6). H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user had ten (10) tubes with caps that could not be opened and were difficult to remove. There was no report of user or patient impact.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 10 retained samples were taken and drawn with water, cap/stopper assemblies were detached and reattached, no excess force was used to remove the cap. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. A complaint history review was conducted and only the current complaint was found relating to the incident lot number 3146561 and the ¿as reported¿ defect code. A review of risk management documentation indicates that the potential risk of the reported failure mode was appropriately assessed s1 vrmw05-001 rev. 7 line 2.1.1.5. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.